Event description:
The device was returned for a pump problem alarm. The pump was able to pass mock infusion testing with no alarms. Device was opened to check for internal damage. The retaining plate near the lever arm is cracked. No other internal damage was found.

Event description:
The following has been reported: (B)(6) reported: reported/incident date: (B)(6) 2024. Pump serial number: (B)(6). Type of alarm: alarming and would not shut down. Pump infusing? No. Patient harm? No. Hard power reset? Yes, via battery removal. Other notes: nurse was instructed via phone how to remove battery to force reset. Test infusion performed (B)(6) without issue. A preliminary review of the logs identified the following issue: indeterminable from the log files and should be returned for further investigation. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.